Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with no unexpected battery power loss noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and also insulin pump was not working. Customer's blood glucose value was 500 mg/dl to 600 mg/dl. Customer was treated with insulin pen. Customer declined troubleshooting. The insulin pump will be returned for analysis.